Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac inlet connector was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's ac inlet connector was damaged. The device was not in pt use.